Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mmx3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.50x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion; however, the physician noted that the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end, the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. It was specified that the lesion was tortuous and severely calcified which may have also contributed to the complaint incident. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mmx3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.50x38mm promus element long drug eluting stent was advanced to treat the lesion; however, the physician noted that the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).